Event description:
The hydroflex device was implanted, date and surgical details not provided at this time. On 9/9/97 the hydroflex device was removed from the pt and a ambicor device implanted due to fluid loss-both cylinders.